Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were on program e when they had to charge every 3 - 4 days. The patient was programmed with another program (program d), and now only needs to charge the ins every 6 - 7 days. The patient noted that they needed to have the manufacturer representative shut down one of their programs because it was shocking them. The patient noted that the coverage with the new program was not as good, but was okay. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient only used to charge every 2.5 weeks. The patient reported that now they have to charge every 3.5 ¿ 4 days. The patient also reported that the stimulation turns off when the ins battery is ¾ gone. The patient planned to follow up with their healthcare provider (hcp). No further complications are anticipated.